Manufacturer narrative:
This report is a continuation of medwatch MFR report # 1644487-2008-02489.

Event description:
A scientific article was received which discussed the patient¿s history with the vns device. The article discusses the replacement surgery of the patient's m102 generator, and that during this surgery a disconnection between the lead and the generator was observed. This disconnection is reported on MFR. Report #1644487-2008-01785. There was no mention of the previously reported infection in the article. This report is a continuation of medwatch MFR report # 1644487-2008-02489. No additional or relevant information has been received to date.